Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Event description:
Livanova deutschland received a report that, during priming, circulation motor was stuck and unable to rotate and an error menaing pump 1 is blocked (too slow, e07) was seen on patient side of a 3t heater cooler device. There is no report of any patient injury.

Manufacturer narrative:
Through follow up livanova was informed the present case is a duplicate of the already submitted 9611109-2025-90194. Therefore all information of the present case and any follow up information will be provided in a follow up of the 9611109-2025-90194 and the present case will voided.